Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report discordant, falsely elevated e2 results obtained on two patient samples on an immulite 2000 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site and analyzed the instrument and instrument data. The cse performed preventative maintenance and replaced the reagent lot. The customer ran quality controls and patient samples after service, resulting acceptably. The cause of the discordant, falsely elevated e2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated estradiol (e2) results were obtained on two patient samples on an immulite 2000 instrument. The discordant results were reported to the physician(s), who questioned the results. In vitro fertilization was delayed and intravaginal ultrasounds were performed as a result of the elevated e2 results. One sample was repeated on an alternate (non-siemens) instrument, resulting lower. The repeat result was reported, as the correct result, to the physician(s). One sample was repeated on the same instrument in duplicate, resulting lower both times. The sample was repeated again on an alternate (non-siemens) instrument, resulting lower than the discordant result. The repeat result on the alternate instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated e2 results.

Manufacturer narrative:
The initial MDR 2247117-2019-00008 was filed on 01-february-2019. Update: 31-jan-2020: based on siemen's investigation, it was determined that this issue was not instrument related but a consumable related issue. MDR 2432235-2020-00194 was filed for the same event to document the issue as a consumable.